Manufacturer narrative:
The device is available and has been received for evaluation. Investigation pending.

Event description:
The event occurred at 0255 and involved a microclave® clear neutral connector, where it was reported that there was leaking from the microclave during cisplatin infusion. While checking on the patient they noticed wet linens. It was found that patient's clave on peripherally inserted central catheter (PICC) line had become disconnected. They last checked patient's connections and line at 0100. It was estimated that the patient lost less than 2hours worth of chemo. Line flushes well, no blood loss. Clave was replaced on line and restarted chemo. Lahey resident was notified. There were some unprotected chemo exposure to the patient or healthcare provider but there was no issue reported on both patient nor healthcare provider. The healthcare provider wore ppe or gloves during the event. The chemo spill cleaned up as per the facility's protocol but she was unsure if a spill kit was used since the registered nurse was not available to get specifics from. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
One used. List #mc100, microclave¿ clear neutral connector; lot #unknown received for evaluation. There was minor slit propagation on the top surface of the seal but no other anomalies or damage however when leak tested the used mc100 microclave clear neutral connector met pressure leak expectations outlined in the product performance specification without leakage. The complaint was unable to be replicated or confirmed. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.